Event description:
It was reported that the patient went to the emergency room (ER) with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels rose to greater than 502 mg/dl while wearing the pod on the abdomen longer than 48 hours. The patient reported their pod was leaking which resulted in high glucose levels. Symptoms reported include feeling weak, dry mouth, and was tired. The patient received a diagnosis of hyperglycemia. The patient was treated with insulin and saline fluids. The patient reported a new pod was applied, and they were released from the ER after 8 to 9 hours.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.